Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported hospitalization due to high blood glucose. Customer stated had been in the emergency room for 24 hours due to high blood glucose. Troubleshooting was done. Customer 's blood glucose was 600 mg/dl. Customer was treated with apiedra . The cause of 911 call per health care provider was high blood glucose, acute on chronic renal insufficiencies, hypertension, hyperglycemia and hyperthyroid. Customer was not wearing the insulin pump for 3 hours prior to 911 call. It was found that customer does not have the tubing clamp, will send tubing clamp. And advised the customer to call back once received so we can continue the troubleshooting. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.